Event description:
Medtronic received information regarding a navigation system. It was reported that the tracing was moving off after completing minimum trace. The site switch to 3 point traces and the match went inside the patient. The model was edited and there were holes inside the model space. The threshold was edited by 1 and auto refine was selected and the holes filled. The trace was attempted again and the registration was accurate. The procedure was delayed by less than an hour and there was no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 1.3.2 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.